Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced cystitis, incontinence and urgency.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy & rectocele repair with avaulta products; due to bladder prolapse, rectocele, mixed urinary incontinence. The patient experienced pelvic and vaginal pain, infection, back pain which radiates down her leg, recurrent mixed incontinence, nocturia, urgency, recurrent rectocele and cystocele. (B)(4).